Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 40-year-old female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and allergy to metals ("nickel allergy"). In 2015, the patient experienced migraine ("migraines"), alopecia ("hair loss") and headache ("headaches"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), abdominal distension ("severe bloating"), menstrual disorder ("abnormal menstruation issues"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (on (B)(6) 2015 underwent removal of the essure device,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the hypersensitivity, migraine, alopecia, fatigue, abdominal distension, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals and headache outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lot number added. Events vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, nickel allergy, headaches added. Event outcome was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), migraine ("migraines"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal distension ("severe, bloating") and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (underwent removal of the essure device). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity, migraine, alopecia, fatigue, abdominal distension and menstrual disorder outcome was unknown. The reporter considered abdominal distension, alopecia, fatigue, hypersensitivity, menstrual disorder, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 40-year-old female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's past medical history included laparoscopic uterine nerve ablation and left lower quadrant pain. Concurrent conditions included anemic, dizzy and abdominal pain. Concomitant products included antiinflammatory/antirheumatic non-steroids and medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and allergy to metals ("nickel allergy"). In 2015, the patient experienced migraine ("migraines"), alopecia ("hair loss") and headache ("headaches"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), abdominal distension ("severe bloating"), menstrual disorder ("abnormal menstruation issues"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (on (B)(6) 2015 underwent removal of the essure device,bilateral salpingectomy). Essure was removed on 9-apr-2015. At the time of the report, the pelvic pain was resolving and the hypersensitivity, migraine, alopecia, fatigue, abdominal distension, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals and headache outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received, event added:- patient did not undergo essure conformation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 40-year-old female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's past medical history included laparoscopic uterine nerve ablation and left lower quadrant pain. Concurrent conditions included anemic, dizzy and abdominal pain. Concomitant products included antiinflammatory/antirheumatic non-steroids and medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and allergy to metals ("nickel allergy"). In 2015, the patient experienced migraine ("migraines"), alopecia ("hair loss") and headache ("headaches"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), abdominal distension ("severe bloating"), menstrual disorder ("abnormal menstruation issues"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (on (B)(6) 2015 underwent removal of the essure device,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the hypersensitivity, migraine, alopecia, fatigue, abdominal distension, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals and headache outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 40-year-old female patient who had essure (batch no. C91766) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's medical history included laparoscopic uterine nerve ablation, left lower quadrant pain, bunion operation (right foot - 2001 left foot - 2008) and bipolar disorder. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anemic, dizzy and abdominal pain. Concomitant products included antiinflammatory and antirheumatic products, non-steroids, lamotrigine (lamictal) since 2003, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015, omeprazole (prilosec) since 2003, paracetamol (acetaminophen) since (B)(6) 2014, quetiapine fumarate (seroquel) since 2003 and venlafaxine hydrochloride (effexor) since 2003. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal hemorrhage ("vaginal bleeding/ abnormal vaginal bleeding"), menorrhagia ("menorrhagia/ abnormal vaginal menorrhagia"), depression ("depression") and anxiety ("mental anguish"), 2 months 9 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy") and headache ("headaches"). In (B)(6) 2015, the patient experienced bipolar disorder ("bipolar disorder"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), abdominal distension ("severe bloating"), menstrual disorder ("abnormal menstruation issues") and abdominal pain ("abdominal area"). The patient was treated with surgery (on (B)(6) 2015 underwent removal of the essure device,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the hypersensitivity, migraine, alopecia, fatigue, abdominal distension, menstrual disorder, vaginal hemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, headache, depression and abdominal pain outcome was unknown and the anxiety and bipolar disorder had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs received. Events bipolar disorder and abdominal area added. Event mental anguish outcome updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 40-year-old female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's medical history included laparoscopic uterine nerve ablation, left lower quadrant pain, bunion operation (right foot - 2001 left foot - 2008) and bipolar disorder. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anemic, dizzy and abdominal pain. Concomitant products included antiinflammatory agents, lamotrigine (lamictal) since 2003, medroxyprogesterone acetate (depo provera) from (B)(6)2014 to (B)(6)2015, omeprazole (prilosec) since 2003, paracetamol (acetaminophen) since (B)(6)2014, quetiapine fumarate (seroquel) since 2003 and venlafaxine hydrochloride (effexor) since 2003. On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal vaginal bleeding"), menorrhagia ("menorrhagia/ abnormal vaginal menorrhagia"), depression ("depression") and anxiety ("mental anguish"), 2 months 9 days after insertion of essure. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy") and headache ("headaches"). In (B)(6)2015, the patient experienced bipolar disorder ("bipolar disorder"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), abdominal distension ("severe bloating"), menstrual disorder ("abnormal menstruation issues") and abdominal pain ("abdominal area") and was found to have hormone level abnormal ("got my hormone back"). The patient was treated with surgery (on (B)(6)2015 underwent removal of the essure device,bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, hypersensitivity, migraine, alopecia, fatigue, abdominal distension, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, headache, depression, anxiety, bipolar disorder, abdominal pain and hormone level abnormal had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: hormone level altered nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received- new event got my hormone back was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 40-year-old female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's past medical history included laparoscopic uterine nerve ablation and left lower quadrant pain. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anemic, dizzy and abdominal pain. Concomitant products included antiinflammatory/antirheumatic non-steroids, medroxyprogesterone (depo provera), omeprazole (prilosec) and venlafaxine (effexor). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and allergy to metals ("nickel allergy"). In 2015, the patient experienced migraine ("migraines"), alopecia ("hair loss") and headache ("headaches"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), abdominal distension ("severe bloating"), menstrual disorder ("abnormal menstruation issues"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (on (B)(6) 2015 underwent removal of the essure device, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the hypersensitivity, migraine, alopecia, fatigue, abdominal distension, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, headache, depression and anxiety outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet-events depression and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 40-year-old female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's medical history included laparoscopic uterine nerve ablation, left lower quadrant pain, bunion operation (right foot - 2001 left foot - 2008) and bipolar disorder. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anemic, dizzy and abdominal pain. Concomitant products included antiinflammatory agents, lamotrigine (lamictal) since 2003, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015, omeprazole (prilosec) since 2003, paracetamol (acetaminophen) since january 2014, quetiapine fumarate (seroquel) since 2003 and venlafaxine hydrochloride (effexor) since 2003. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal vaginal bleeding"), menorrhagia ("menorrhagia/ abnormal vaginal menorrhagia"), depression ("depression") and anxiety ("mental anguish"), 2 months 9 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy") and headache ("headaches"). In (B)(6) 2015, the patient experienced bipolar disorder ("bipolar disorder"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), the first episode of abdominal distension ("severe bloating"), menstrual disorder ("abnormal menstruation issues"), abdominal pain ("abdominal area") and the second episode of abdominal distension ("blotted") and was found to have hormone level abnormal ("got my hormone back") and weight increased ("I gained ten pounds"). The patient was treated with surgery (on (B)(6)2015 underwent removal of the essure device,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, migraine, alopecia, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, headache, depression, anxiety, bipolar disorder, abdominal pain and hormone level abnormal had resolved and the weight increased and the last episode of abdominal distension outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: hormone level altered nos. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 40-year-old female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's medical history included laparoscopic uterine nerve ablation, left lower quadrant pain, bunion operation (right foot - 2001. Left foot - 2008) and bipolar disorder. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anemic, dizzy and abdominal pain. Concomitant products included antiinflammatory agents, lamotrigine (lamictal) since 2003, medroxyprogesterone acetate (depo provera) from january 2014 to january 2015, omeprazole (prilosec) since 2003, paracetamol (acetaminophen) since (B)(6) 2014, quetiapine fumarate (seroquel) since 2003 and venlafaxine hydrochloride (effexor) since 2003. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal vaginal bleeding"), menorrhagia ("menorrhagia/ abnormal vaginal menorrhagia"), depression ("depression") and anxiety ("mental anguish"), 2 months 9 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy") and headache ("headaches"). In (B)(6) 2015, the patient experienced bipolar disorder ("bipolar disorder"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), the first episode of abdominal distension ("severe bloating"), menstrual disorder ("abnormal menstruation issues"), abdominal pain ("abdominal area") and the second episode of abdominal distension ("blotted") and was found to have hormone level abnormal ("got my hormone back") and weight increased ("I gained ten pounds"). The patient was treated with surgery (on (B)(6) 2015 underwent removal of the essure device,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, migraine, alopecia, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, headache, depression, anxiety, bipolar disorder, abdominal pain and hormone level abnormal had resolved and the weight increased and the last episode of abdominal distension outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: hormone level altered nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added. Event added as I gained ten pounds and bloated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.